Event description:
Reportedly, after the second firing across the stomach, part of the staple line was incomplete. Therefore, the surgeon had to re-staple the open portion of the staple line to complete that case. Procedure: lap gastric bypass. Pt status: unk.